Event description:
It was reported that the right ventricular (rv) lead had gradually increasing impedance, high impedance, and increased threshold. No oversensing or noise was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2005-(B)(6); 4194 implantable pacing lead 2005-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.